Event description:
A cartridge change error was reported by the customer. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it remained within normal range. Technical support instructed the customer to inspect the pump and use a new cartridge. The customer initially encountered difficulties loading the cartridge but was ultimately able to complete the process successfully and resume insulin delivery with the assistance of technical support.